Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had a bent cannula and needed emergency supplies. Customer's blood glucose was 600 mg/dl, which was treated with insulin pump and manual injection. Customer was advised on what can cause cannula to bend. Customer would be sent emergency supplies..